Event description:
It was reported that this patient experienced a cardiac perforation during a device implant. The patient was sent by ambulance to (B)(6) university hospital cardiology, since pocket was opened for a long time, it was explanted completely considering the risk of infection. No additional adverse patient effects were reported. The device has been returned for analysis.

Manufacturer narrative:
Corrected fields: h6 impact codes and patient codes, adding the pericardial effusion e0619 and prolonged procedure f1908 codes.

Event description:
It was reported that this patient experienced a cardiac perforation during a device implant. The patient was sent by ambulance to hirosaki university hospital cardiology, since pocket was opened for a long time, it was explanted completely considering the risk of infection. No additional adverse patient effects were reported. The device has been returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced a cardiac perforation during a device implant. The patient was sent by ambulance to hirosaki university hospital cardiology, since pocket was opened for a long time, it was explanted completely considering the risk of infection. No additional adverse patient effects were reported.